Manufacturer narrative:
(B)(4). A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse replaced the blood contaminated pim (pneumatic input module assembly) part# 0997-00-1178. The fse then performed full calibration and all functional and safety test per factory specifications. The unit passed all functional and safety tests and was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that while in use on a patient there was a blood back event on the cardiosave intra-aortic balloon pump (iabp). The patient undergoing was CABG (coronary artery bypass grafting) and a mitral valve surgery. Identified a need to insert iabp at the beginning of the procedure. The balloon was inserted and was on using the auto setting. Blood was noticed coming through the gas line towards the machine, the surgeon was notified as we suspected a puncture in the balloon. The balloon was changed and also the machine was changed. The balloon was inspected and there was no obvious puncture or tear, we filled the balloon with saline to check for a leak and nothing could be found. The company rep was informed and the engineer is to be sent out to investigate the machine and to take the balloon. There was no patient harm and no adverse event was reported.